Event description:
Boston scientific provided the following information: ra lead was exhibiting pace impedance greater than 3000 ohms in bipolar configuration and noise. Physician opted to place a new ra lead and cap the chronic lead. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.